Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported that the customer was hospitalized. The blood glucose level was 500 mg/dl. The patient does not recall any significant events that led to the incident. In troubleshooting, the insulin pump passed a drive support cap test, a manual prime test, and a high placement test. No further information was provided.